Event description:
Kit removed from package & waste bag fell to floor-connection sterility compromised.manufacturer response for orthopat setup kit, haemonetics (per site reporter).manufacturer asked for product to be returned to them, pir # was issued. Will issue credit.